Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that during a knee arthroplasty, the sterile plastic container for the tibial component was found to be cracked.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through review of the device history records and the reported event was confirmed. The device was returned for evaluation and visual inspection of the device identified that the box and cavities were damaged. Multiple cracks can be found along the inner sterile cavity. A device history records review was performed and no discrepancies were identified relevant to the reported event. A complaint history review determined the need for corrective actions. The most likely root cause is related to transit. This complaint is still being investigated under corrective actions at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.